Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock was fitted with an impella cp device to provide mechanical circulatory support. While under impella cp support, the patient was transferred to a different facility. The physician opted to leave the peel-away sheath in place due to concerns regarding potential bleeding, as the patient was receiving heparin and integrillin. At that time, the physician noted that pulses were present. Upon arrival at the new facility, however, the patient was found to have no pulse in the right lower extremity, which was also cold. The facility proceeded to remove the peel-away sheath at the bedside and inserted a repo sheath into the arteriotomy. During the process of repositioning the device, the cp inadvertently retracted across the valve. Consequently, a decision was made to transfer the patient to the cardiac catheterization lab (ccl) to initiate peripheral veno-arterial extracorporeal membrane oxygenation (vaecmo) and replace the impella cp.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of positioning issue was most likely use issue related since removing the peel away sheath at bedside and placing repo sheath into arteriotomy, the cp pulled back across the valve while pulling device back into proper position. Device history review: the device passed all the post sterile inspection checks.